Manufacturer narrative:
(B)(4).

Event description:
It was reported that a faulty transmitter was reported to have occurred for transmitter ID (B)(4). Data investigation confirmed signal loss over one hour on (B)(6) 2021. For transmitter ID (B)(4). The probable cause could not be determined. The allegation of a faulty transmitter is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.